Event description:
A peritoneal dialysis patient's caregiver called technical services requesting help disconnecting the patient from treatment. The patient's contact stated that the patient was experiencing pain, and was going to go to the hospital. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient was admitted to the hospital on (B)(6) 2014, and as of (B)(6) 2014 remains there. The peritoneal dialysis nurse has no further information about the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.